Manufacturer narrative:
Expiration date - ni the devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm; model#: sc-4319, lot #: 18838995, description: clik x MRI anchor. Additional information was received that the patient underwent an explant procedure due to infection. The patient was prescribed antibiotics. The physician does not believe that the infection was device related. The patient was doing well post-operatively. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the initial infection was thought to be at the ipg site only. It was believed that the infection was not procedure related.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No device malfunction was suspected. The patient was reportedly doing well postoperatively.